Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: hybrid guidewire was received and it was broke at the distal end. Evaluation summary: (B) (4) distal conductor blood/fluid obstruction; (B) (4) full lead; (B) (4) broke (guide wire)

Event description:
It was reported the distal tip of the guidewire sheared off and was lost in the patient's vasculature. It was also reported the physician intends to retrieve the piece at a later date. No further patient complications have been reported as a result of this event. Lead malfunction also reported. At implant a stylet could not be fully inserted into the lead; blood ingress not normal. The lead was not used.